Manufacturer narrative:
Correction made to b5: this was observed during cycle two of four (previously submitted as two) of peritoneal dialysis therapy. Additional information h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line disconnected from the cassette of an amia automated pd cycler set which resulted in a leak. The patient was connected at the time of the event. This was observed during cycle two of two of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.